Event description:
It was reported that a spectrum pump alarmed an unk system error during therapy. During baxter's eval of the device, it was determined to be a system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed (through the history log as a system error 322) but did not reproduce the reported "unk system error". The device was operating out of specification. Past repairs have shown the upper and lower auxiliaries to be the failing components. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.